Event description:
Caller reported a malfunction on the pump, specifically a malf 12 code. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.